Event description:
A user facility report was rec'd by draeger on (B)(6) 2010 indicating a unit had an infant in a bassinet, the unit started smoking in the area of the warmer power module. The unit was removed from service. No pt injury was reported. Reference mfg complaint (B)(4).

Manufacturer narrative:
Draeger completed an investigation and confirmed this report. The heat stress damge was caused by high contact resistance at pin 1 of the j5 connector on the printed circuit board. The thermal stress occurred with the aging of the connector. This failure mode resulted in a medical device bulletin. The device material meet the applicable requirements of ul 94v classifications and are self extinguishing. The power module in which the failure occurred is self contained within the warmer module. The (B)(4) is an open air device. Draeger will continue to monitor for similar reports of this condition.